Event description:
After pt finished dialysis, needles removed. Staff unable to activate needle guard. Upon looking at needle after removal - push in tabs were sealed on one side. Safety device could not be engaged.